Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Through standard troubleshooting procedures of the analyzer, the replacement of the two malfunctioning parts (trigger pump and wz manifold with valves) resolved the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
On january 20, 2017 an additional suspect medical device was added. This same patient information was previously reported in manufacturer report number 3005094123-2017-00002 for a different suspect medical device.

Event description:
The customer observed false positive b-hcg results on the architect i2000sr analyzer. The following data was provided: sample 1 (B)(6) 2016; initial 11.51 miu / ml repeat <1.2 miu / ml; sample 2 (B)(6) 2016; initial 4.51 miu / ml repeats 9.03 miu / ml, <1.2 miu / ml; sample 3 (B)(6) 2016. Initial 9 miu/ml, repeat < 1.2 miu/ml. There was no impact to patient management reported.